Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed; however, the exact cause is unknown. One photograph of a powerglide pro catheter segment was returned for evaluation. An initial visual observation of the photograph showed blood residue within the catheter segment. The distal end of the catheter was observed to be curved and at least two bends were observed in the catheter shaft. The proximal end of the catheter segment appeared to be somewhat uneven; however, details of this section could not be discerned from the returned sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient was sent to surgery this morning (7/28) as there was a powerglide on (7/25) that "broke off" into patient and they needed to get it out. Device was thrown away but catheter that was found in arm was sent to pathology after surgery." PICC was placed in right upper arm and secured with statlock.